Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys ck-mb stat immunoassay result for one patient sample. The initial result was 47.4 ng/ml and the repeat results were 1.6 ng/ml and 48.6 ng/ml. The result of 48.6 ng/ml was considered to be correct and was released to the patient. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.